Event description:
It was reported to philips that the system geometry was not available. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed without delay. It was reported to philips that table lateral movement was not available. Upon troubleshooting, the philips field service engineer (fse) checked the system logfiles remotely and found ad7x power-on self-test (post) error. The fse ran table lateral position test, and it failed. To resolve the issue, the fse calibrated and re-adjusted and table lateral position. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information received, if the procedure was not affected and the customer was able to complete the procedure as planned normally on the same system without delay, it is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation's results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.